Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sudden drop in battery voltage. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg battery longevity continues to decrease suggesting a continued unexpected level of current drain from the device. A device replacement was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the replacement took place successfully.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis found the device battery to be depleted at 2.83 volts. When powered by either the battery or an external supply, the device was fully functional with nominal system current drain. Periodic in can current drain testing throughout the analysis consistently returned nominal values. No hybrid anomalies were observed. Battery analysis found no evidence of an internal mechanism for premature depletion. If information is provided in the future, a supplemental report will be issued.